Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the pacemaker exhibited an inappropriate magnet response and an error code. Programming changes were made and the patient was in stable condition. The patient will continue to be monitored.